Manufacturer narrative:
Citation: ahmed ghoneem et al. Buckling under pressure: evolut fx delivery system malfunction and failure to recapture during tavr. Jacc case reports. Available online 12 february 2025. 2024. 10.1016/j.jaccas.2024.103197. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 70-year-old female patient with severe bicuspid aortic stenosis who underwent implant of a medtronic 26-mm evolut fx bioprosthetic valve. During the procedure, valve placement was complicated by incomplete recapture of the evolut valve and buckling of the delivery system under tension in complex aortic anatomy. Subsequent troubleshooting included transradial snaring of the valve and delivery system, followed by gentle traction from both ends to elongate and reduce the buckling. Under fluoroscopic and tactile guidance the valve and delivery system were successfully removed as a unit over the wire without complication to the patient. A root aortography and computed tomography angiogram showed a small intimal flap dissection at the level of the sinotubular junction, which the authors believed occurred with forward pressure to cross the valve initially rather than during the attempts at valve recapture. The patient remained hemodynamically stable and asymptomatic throughout the entire procedure. Three days later, the patient underwent successful aortic root repair and aortic valve replacement. At one-year follow-up, the patient was noted to be in good condition with a well-functioning prosthetic aortic valve. No further information was provided pertaining to medtronic products.